Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported difficulty reading the screen on the insulin pump due to scratches. Customer also stated that the insulin does not alarm when her blood glucose readings are going low. Self test and vibrate test were performed and passed. Customer's current blood glucose reading is 199 mg/dl. No further information reported.